Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the rn zeroed the console and received a square deflection on the arterial waveform while the fiber optic (f.o.) Was being used. The pressures were being monitored using transduced pressure, it was stated on the screen, when unplugged f.o. Not working. Attempted to get f.o. Failure message and none appeared. The reporter stated that three other pumps were also running off transducer pressure. Further information received indicated that the f.o. Cable was possibly inserted upside down. There was no reported injury to the patient.